Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. This pt presented with unstable angina without s-t elevation by EKG. Pt had a subtotal lesion in the diagonal (dx). The lesion was treated with a cypher stent. On the same occasion there was a 90% stenosis of the left anterior descending (lad) and that was treated with a cypher stent overlapping a more distal taxus express2 8.8% 2.5 x 20 mm drug eluting stent. The pt returned the next day with a stent thrombosis at the overlap site between the cypher and taxus stent in the lad. The vessel was opened and the pt was treated with plavix and integrilin. The pt returned 2 days later with an s-t elevation in the lateral leads and at that time a dissection was noted at the proximal margin of the cypher stent in the dx. A second cypher stent was placed more distally in the dx. At the same procedure a taxus express2 stent of unknown size was placed proximal to the cypher stent in the lad. Subsequently, the pt reportedly had 3 more episodes of stent thrombosis. Ivus was performed during these subsequent procedures, which revealed no other evidence of dissection and also revealed that the proximal taxus stent in the lad was not completely overlapping the cypher stent. The pt was sent for CABG surgery and apparently recovered and is in satisfactory condition. The pt was evaluated for coagulation disorders resulting in a hypercoagulable state and also for hypersensitivity, and both work-ups were negative. It is also noted that the pt had prior placement of bare metal stents without incident. Same case as 6000093-2004-00319.